Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017 00803. Follow-up identified surgery took place during which time both leads were explanted and replaced with new models. Effective stimulation was restored postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2017-00803. The patient has two scs systems (occipital and thoracic). It was reported the patient experienced ineffective stimulation from her occipital system after bending over and felt something pull. X-rays were ordered for further evaluation. Follow-up identified surgical intervention may be undertaken as the next course of action.